Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) and poor image resolution appear to be related to patient morphology/pathology. The reported patient effect of foreign body in patient was due to clip being deployed on the chordae and papillary muscle in place of the posterior leaflet. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report incomplete coaptation and foreign body. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with chordal and papillary muscle rupture. The first clip was advanced and grasping attempts were performed. There was no posterior leaflet so the physician grasped the chordae and papillary muscle in place of the posterior leaflet. After deployment, it was observed the clip was mobile and a single leaflet device attachment (slda) occurred. Subsequently 2 additional clips were implanted for stabilization and the procedure was concluded with a resulting mr of grade 3+. Imaging was noted to be difficult throughout the procedure. There was no clinically significant delay in the procedure and no additional information was provided.